Event description:
Description of event according to study: (wce-1713: zenith alpha thoracic post market retrospective study) a type ib endoleak was reported 8 days post-procedure. On (B)(6) 2020, this 48-year-old male patient was routinely treated for fusiform thoracic aortic aneurysm with placement of a zta-pt-32-28-178, starting at zone 3. Prior to the procedure, the patient underwent replacement of the stock and installation of an elephant trunk on (B)(6) 2019. The study procedure included placement of a plug in the false channel. Procedure imaging revealed patent study device, no endoleak, and no device issue. The 1-month imaging on (B)(6) 2020 revealed patent study device, no thrombus, no devise issue, and a type ib endoleak. Follow-up imaging on (B)(6) 2020, (B)(6) 2021, (B)(6) 2023, and (B)(6) 2024 revealed patent study device, no thrombus, no device issues, and no endoleak. Patient outcome: the type ib endoleak noted on the 1-month follow-up imaging (8 days post-procedure) was not seen on any imaging afterward through 4-years post-procedure. No intervention was performed to treat the endoleak.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of the event. On (B)(6) 2020, this 48-year-old male patient was routinely treated for fusiform thoracic aortic aneurysm with placement of a zta-pt-32-28-178, starting at zone 3. It was also reported that the patient had a type b dissection as a vascular condition other than the treated aortic disease. It was reported "prior to the procedure, the patient underwent replacement of the stock and installation of an elephant trunk on (B)(6) 2019. The study procedure included placement of a plug in the false channel. Procedure imaging revealed patent study device, no endoleak, and no device issue." It is understood that before the current procedure, the patient had surgery on (B)(6) 2019 that replaced the aortic arch and implanted an ¿elephant-trunk¿ graft. During the present study procedure, a vascular plug was placed to seal (occlude) the false lumen of the dissection. Therefore, it is assumed that the patient was treated for dissected aneurysm. The 1-month imaging on (B)(6) 2020 revealed patent study device, no thrombus, no devise issue, and a type ib endoleak. Follow-up imaging on (B)(6) 2020, (B)(6) 2021, (B)(6) 2023, and (B)(6) 2024 revealed patent study device, no thrombus, no device issues, and no endoleak. The complaint reported by the user was confirmed. The complaint is confirmed based on customer testimony and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. This complaint originates from a retrospective post marked study where images are not collected. A review of the manufacturing records did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that user did not follow the instructions for use and/or label. According to the instructions for use ¿the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the following patient populations - dissections¿. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. It is concluded that the reported type 1b endoleak is the type 1b flow. Possible cause is the dissecting anatomy which could have contributed to the type 1b flow. The safety and effectiveness of the zta has not been evaluated in the patients with dissections. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.